Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's system controller alarmed audibly, but without visual alarms. The pt started to feel bad and called emergency rescue services. The system controller was exchanged and the issue was resolved.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.